Manufacturer narrative:
Visual examination showed the poly core showed little wear. No dimensional evaluation done as there was no concern over device performance. Device revised due to loose talar and tibial components after 7 years of implant.

Event description:
Patient the star ankle revised due to malrotation and loose talar and tibial components. Sub-talar fusion performed.